Event description:
It was reported that the procedure was to treat a lesion in the distal first diagonal vessel with mild calcification. An unknown xience pro stent was deployed; however, it was very difficult to pull the delivery system (sds) back, as the balloon stuck to the stent. The stent delivery system (sds) was pulled and pushed to free it from the stent after deployment. Due to the pushing/pulling of the sds, the guiding catheter was advanced into the left anterior descending artery, causing a dissection. When the sds was finally released from the stent, the stent slightly moved from its position, and was possibly in healthy tissue. A second xience pro stent was deployed for treatment of the dissection and the lesion. During removal of the second sds, resistance was again noted with the stent. Post-dilatation was performed to assure that the stents were fully apposed to the vessel wall. The patient is fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The additional xience pro referenced is being filed under a separate medwatch report. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.